Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post laminectomy pain, spinal pain. It was reported that the ins was not charging past 50% since (B)(6) 2017. A replacement ins recharger (insr) was sent. No symptoms, and no additional complications were reported for this event.